Event description:
A journal article was reviewed that contained information regarding this lead. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: unacceptable thresholds, oversensing, lead fracture, insulation problems, perforation, muscle stimulation, infection, and lead dislodgement. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "long-term stability of endocardial left ventricular pacing leads placed via the coronary sinus." Pace pacing clin. Electrophysiol. September 1 2009;32(9):1117-1122.